Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, pneumothorax was observed. It was treated with placement of a pigtail catheter and then a french chest tube. The lead remains implanted. The patient was discharged home in good condition.